Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the uso sensor or kink in the tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. The tubing was assessed between the pump and the medication, and no occlusion was identified. Further troubleshooting was performed and the pump continued to alarm. No patient injury was reported.